Manufacturer narrative:
MFR control no. Ii96-187. The hospital does not have a service contract with arrow for this device. However, the hospital's biomedical dept. Contacted the arrow field service rep, and discussed the problem. After further investigation, the problem was diagnosed as a defective transducer. A replacement transducer was ordered by the hospital.

Event description:
During use of the pump, the intra-aortic balloon pressure waveforms did not appear to be normal. The pt was transferred to another pump with no complications.